Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/08/2015. The fse found that the vaccum line for the differential waste chamber was clogged. The fse flushed the vacuum line, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a bluish leak from the coulter lh 780 hematology analyzer. The volume of the leak was about 1.5 cups and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.